Event description:
Consumer called to ask about product offerings. During the call, the caller mentioned that his cousin was instrumented with a stryker spine product "z53 xia3" about a year previously. Sometime after the surgery the rods either broke or came out of the screws. The rods were removed, but nothing was used to replace them.

Manufacturer narrative:
Not returned.

Manufacturer narrative:
Methods: device history review; complaint history review. Results: the customer reported event of a mantis rad rod fracture or disassembly was not confirmed, as additional information, x-rays, and the implants are unavailable. A manufacturing review was performed and no issues were identified. The patient underwent revision surgery, which has severity of s3. The patient's weight is (B)(6) and 76 inches tall, meaning the patient is likely obese, which is a contraindication that is specified in the IFU. Due to the product not being available for evaluation and the lack of information provided, the cause of the reported issue cannot be determined. However, it is likely that the weight of the patient contributed to the eventual breakage of the device. Conclusion: it is likely that the weight of the patient contributed to the eventual breakage of the device, however, the exact root cause cannot be determined and is likely multifactorial in nature.

Event description:
Consumer called to ask about product offerings. During the call, the caller mentioned that his cousin was instrumented with a stryker spine product "z53 xia3" about a year previously. Sometime after the surgery the rods either broke or came out of the screws. The rods were removed, but nothing was used to replace them.